Manufacturer narrative:
Additional patient identifier reported as: (B)(6). Patient¿s weight is unknown. Date of postoperative rod breakage is unknown. Additional device product codes: mni, mnh, kwp, kwq. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 04.600.016, lot # l226488: manufacturing location: (B)(4), manufacturing date: 19. Dec. 2016: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a t10-ilium posterior spine fusion using the synthes universal spine system (uss) on (B)(6) 2017. At total of twenty uss 9.0mm screws (with collar and nuts) and two 2 rods were originally implanted. At an unknown time after this surgery the patient broke both rods between the l2-l3 levels. It is unknown how the patient became aware of this. Surgeon did report that the patient was in an automobile accident after his surgery at an unknown time. Surgeon performed the revision on (B)(6) 2017. During the revision, surgeon removed the uss nuts and collars and then removed the two broken rods. Each of the rods were broken between l2 and l3 disc position on both. Surgeon then checked the bone purchase of the screws that were implanted from the (B)(6) 2017 surgery. At the l2 and l3 levels, he replaced only the right l2 screws due to better bone purchase to support the new rod that was to be implanted. At this level he removed a 9.0 x 60mm screw and replaced with larger uss screw. Also, during the revision it was noted that there were approximately five (5) each (exact number of screws are unknown) 9.0mm ti side opening screws (specific dynamiter unknown) that were replaced in the thoracic portion of the spine. Exact spine postilion of these screws are unknown. The reason for these screw replacement was also due to the surgeon felt he needed better bone purchase for the new rods support. Surgeon then placed new rods and connected them to the screws. Revision surgery was completed successfully with no additional time delay. Patient is reported in stable condition. Concomitant devices reported: uss ti nut 11mm width across flats (part # 498.003, lot # unknown, quantity 20), uss 6.0mm ti collar (part # 498.010, lot # unknown, quantity 20), 9.0mm side -opening screw (part # 498.880, lot # unknown, quantity 1), 9.0mm side-opening screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 6.0mm ti precontoured rod. This is report 1 of 2 for complaint (B)(4).